Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that patient underwent a laparoscopic hysterectomy bilateral salpingo oophorectomy with bowel adhesiolysis. Lap hook was used intra-operatively and tip of the hook was found broken on the laparoscopic tv screen while using by the surgical team. A thorough search was performed but to no avail as the tip that was chipped off was too small. Intra-operative x-rays were ordered to locate for the missing hook tip. Tip was finally found at the end of the surgery through x-ray in the specimen pieces. This incident resulted in the patient undergoing longer than usual general anaesthesia and additional x-ray screenings.